Event description:
It was reported that during a total laparoscopic hysterectomy, the electrodes are partially separated from the end defector, but did not fall off. Another device was used to complete the case. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent